Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was calling from the hospital where he had been admitted three days ago. The patient was on vacation and prior to boarding his plane to leave, he passed out and was transported by ambulance to the hospital. The patient¿s cgm value, bg value, details of the event or treatment were not provided. At the time of the report, the patient¿s cgm displayed 234 mg/dl. But his bg per hospital staff was 163 mg/dl. The patient alleged that his cgm values have been higher than his bg values and he has over treated with insulin, resulting in a hospitalization. Additionally, the patient had heart surgery five months ago and during his hospitalization for this event, he received his unspecified daily medications. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.